Event description:
Dr was performing a hysteroscopic myomectomy; she resected one fibroid and noticed when the distal tip of electrode came back in view, the electrode loop was broken. At that time she aborted the procedure. X-ray confirmed 4-5mm metal piece of very thin wire had been left in the pt. The dr is not scheduling another procedure to retrieve piece of wire or resect 2 remaining fibroids. She believes she completed procedure by resecting one fibroid; she will monitor pt to see if add'l surgery is necessary.